Event description:
The customer reported that they received a notice of non-compliance from the gastroenterology department of the (B)(6) hospital regarding the product to the effect that there is a problem with the balloon. It does not remain inflated. When tested outside the patient, it deflated by half after about 45 minutes. 3rd time with the same size of balloon and the same company. Batch numbers of the others are unavailable. They are having to reinstall the product 3 times in 6 days for the same patient. There was prejudice to the user because the patient needed to reinstall the button. There was injury at the insertion site to hold the button in place so the gastro button doesn't do the job as agreed. Per additional information received, there was redness; caused by the stickiness that the patient put on to hold the tube in place at the insertion site. The injury was treated using dry dressing only. There was no additional medical intervention required beside the reinstallation of the button.

Manufacturer narrative:
A decontaminated sample was received at the plant for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Upon a visual evaluation of the sample, the defect was confirmed; the balloon was not able to remain inflated. A root cause was not able to be determined at this time.